Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been four other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, a linear foreign material was found on the iol surface after implanting. The surgery was completed after carefully performing irrigation and aspiration (ia) to clean it. Additional information has been requested.